Event description:
It was reported telemetry was not possible. Info rec'd indicated a sudden interruption of the stimulation. Premature battery depletion was suspected. The device was replaced. There was no info or history on use of the device.

Manufacturer narrative:
Device analysis revealed no significant anomalies. Electrical connections were intact for both terminals. There was no impact on device performance. The hybrid functionality was acceptable. The battery voltage was 0.09 volts. The battery was found to be depleted. No electrical anomalies with the hybrid circuit or battery were found, therefore, normal depletion of the battery is assumed. There was no parameter history available so the expected life could not be determined. The #2 grommet was partially loose. The setscrew(s) were backed out too far. The titanium can and insulation coating were scratched.